Event description:
It was reported that "on (B)(6) 2023 a female patient went to hospital for a surgery in the context of a recurrence metastasis of left bronchopulmonary carcinoma. Procedure was to remove this lesion. The wound closure was performed using 528235 lot# 73b2300179. On (B)(6) 2023, the patient went to a & e with a puss discharge from a re-opened wound. A sample was taken in the emergency department which revealed the presence of staphylococcus aureus. The patient was taken back to the operating theatre on (B)(6) 2023 for removing the bacteria. In this context of infection, a dual antibiotic therapy of rifampicin + levofloxacine was prescribed to the patient. She returned home on (B)(6) 2023. On (B)(6) 2023 the patient was admitted to the neurosurgery department following a tonic-clonic generalized seizure that occurred in the hospital car park. She re-gained consciousness quickly. The results of the CT and MRI scans showed that the infectious process was continuing. She was therefore operated on again for a surgical site washout on (B)(6) 2023. The infectious disease opinion of (B)(6) 2023 indicated that the cause of the tonic-clonic seizure could be multifactorial and in particular related to the treatment with levofloxacine and the infectious context. A change in antibiotic therapy was therefore proposed". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.